Manufacturer narrative:
Product labeling states the "measuring range: 0.100-10000 miu/ml (defined by the lower detection limit and the maximum of the master curve). Values below the lower detection limit are reported as < 0.100 miu/ml. Values above the measuring range are reported as > 10000 miu/ml (or up to 1000000 miu/ml for 100-fold diluted samples)." For dilution testing, product labeling states "samples with hcg concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:100 (either automatically by the analyzers or manually). The concentration of the diluted sample must be > 100 miu/ml." The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient tested on a cobas e 411 rack. On (B)(6) 2022, the patient's initial hcg result was reported outside the laboratory. The patient's doctor requested a new sample to be collected. On (B)(6) 2022, the customer performed testing with the patient's first and second sample with no dilutions. On (B)(6) 2022 and at 17:48, the patient's initial hcg result with a 1:50 dilution was 13 miu/ml. On (B)(6) 2022 and at 14:34, the patient's repeat hcg result with the first sample was 0.100 miu/ml with a data flag. On (B)(6) 2022 and at 09:17, the patient's initial hcg result with the second sample was 0.100 miu/ml with a data flag. On (B)(6) 2022 and at 13:41, the patient's first repeat hcg result with the second sample was 5.01 miu/ml. On (B)(6) 2022 and at 08:32, the patient's second repeat hcg result with the second sample was 5.47 miu/ml. The hcg reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The hcg reagent lot number was 551036 with an expiration date of 31-oct-2022. The investigation determined the event was consistent with a user error due to the customer performing an unnecessary dilution. The investigation did not identify a product problem.